Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29, product lot/serial number: unknown, product type: heart valves; product ID: l-evprop23-29, product lot/serial number: unknown, product type: heart valves; product ID: unknown snare, product lot/serial number: unknown, product type: snare; product ID: unknown 26 mm edwards sapien 3 transcatheter aortic valve, product type: heart valves (non-medtronic), implant date: (B)(6) 2023. B2: date of death: asked and will not be made available (legal/confidential reason). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a severely calcified aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 22 mm non-medtronic balloon (vacs iii). During release from the delivery catheter system, "the valve dislocated (dislodged) in non-coronary cusp (ncc)" and was subsequently snared into the aortic arch. Then the physician implanted a 26 mm non-medtronic transcatheter valve (edwards sapien 3). The patient died following the procedure. It was reported that the cause of death and circumstances surrounding the death will not be made available due to legal reasons.

Manufacturer narrative:
Updated data: b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the during the valve implant, the valve dislodged above the annulus in the non-coronary cusp (ncc) during release. Per the physician, the dislodged valve and snaring did not cause injury to the patient. The physician attributed a wire management issue during the procedure as the contributing cause to the death. No additional information was provided.

Manufacturer narrative:
Updated data: b5 - event description concomitant medical product: product ID innovi; product lot/serial number unknown; product type: guidewire; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a non-medtronic wire (innovi) was used.

Manufacturer narrative:
Updated h.6 images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 5 fluoroscopic cine loops of the fluoro load-check and valve implant were provided for review of the event described above. Patient summary was not provided for anatomical review. The initial implant depth in cusp overlap projection seems to be on spot. The patient¿s aortic annulus region appears to be severely calcified. And the second image shows also a fully deployed valve, already embolized up into the sinus of valsalva. Unfortunately, no further information is available regarding the actual proceedings of the implant. It is not possible to assess whether insufficient forward push during final deployment, an extra-systole, the sheer calcium load in the valve itself or any other reason might have led to the valve embolization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.